Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('organ perforation') in female patients who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("agonising pain") and nerve injury ("nerve damage"). The patient was treated with surgery (additional operations). At the time of the report, the perforation, pelvic pain and nerve injury outcome was unknown. The reporter considered nerve injury, pelvic pain and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: perforation, pelvic pain, nerve injury. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('organ perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("agonising pain") and nerve injury ("nerve damage"). The patient was treated with surgery (additional operations). At the time of the report, the perforation, pelvic pain and nerve injury outcome was unknown. The reporter considered nerve injury, pelvic pain and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: perforation, pelvic pain, nerve injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.